Event description:
Surgeon provided addtional info stating the event was not related to any intraocular lens problem and was most likely the result of the pt's high degree of long standing myopia and calculation problems associated with highly myopic eyes. The surgeon expects an excellent outcome.

Event description:
A surgeon reported that an intraocular lens (iol) was replaced due to unexpected postop refraction. The association between this event and the iol is not known. Add'l info has been sought.